Event description:
It was reported that during an initial total knee arthroplasty, the bearing would not lock into the tibia. There was a visible gap at the anterior portion of the tibia base plate. A second bearing was used with the same results. The second bearing could not be removed from the tibia base plate. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). D10-medical product. Tibia cemented 5 degree stemmed right size f item# (B)(4). Lot# 66459991 unknown persona articular surface g2- australia h3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
It was reported during the initial total knee arthroplasty, the bearing would not lock into the tibia. There was a visible gap at the anterior portion of the tibia base plate. There was an additional ten to fifteen minutes of surgical time added on to this case due to this issue. The second poly did not get stuck into the original tibial tray. The second poly was only ever inserted into the second tibial base plate.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified that the articular surface remains assembled with the tibia. Product exhibits signs of use (tool marks) and the articular surface doesn't appear to be fully seated on the tibial plate. Dimensional analysis of the products determined that the products, where measured, were conforming to print specifications. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is confirmed based on the returned devices showing that the articular surface doesn't appear to be fully seated on the tibial plate. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.